Event description:
It was reported that when drilling for notch check, the drill fractured. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). H6: mechanical g4 - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6 d4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.